Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that several months prior to the call, she had a high blood glucose level that caused her to go to the emergency room. Customer did not go into diabetic ketoacidosis. The customer also reported that the insulin pump had several no delivery alarms during set changes. Blood glucose level at the time of the incident was not provided. The insulin pump was not replaced or returned for analysis.